Event description:
Device malfunction: failure to deploy-suture. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, "the suture failed to deploy." It was not reported how hemostasis was achieved, there were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.